Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to software state corruption in the smart remote manager (srm) service, which prevented the recovery screen from appearing. The field service engineer helped the customer to reboot and manually failed the srm and performed a software recovery to restore normal functionality. The customer did and issue was resolved. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator was failed and tried to recover the unit, but smart remote manager had not appeared on the recover screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.